Manufacturer narrative:
Analysis of the pump on 2016-nov-14 revealed a low battery reset of undetermined cause and a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; a stall was due to the shaft bearing. The pump¿s log indicated a reset, low battery reset, safe state occurred on (B)(6) 2016 at 12:36 followed by a motor stall recovery on (B)(6) 2016 at 21:14. Also per the pump¿s log, the following medications were being administered as of (B)(6) 2016: fentanyl with concentration 9000mcg/ml at a simple continuous dose rate of 1898.9 mcg/day) and baclofen with concentration 410mcg/ml at a simple continuous dose rate of 86.51 mcg/day. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing fentanyl (9000 mcg/ml at 1898.9 mcg per day) and baclofen (410 mcg/ml at 86.50 mcg per day). The indication for use was intractable spasticity. On (B)(6) 2016, it was reported that a patient's programmer displayed error code 8474, and flashed a triangle with an exclamation point while the patient was at home. The patient saw their healthcare provider that evening. An alarm was heard and confirmed by telemetry. After troubleshooting, a low battery reset was identified. The pump was programmed back to simple continuous mode and appeared to be working the following day, but the patient was still hearing the alarm sound every 2-3 hours. The pump was explanted the following week and the patient recovered without sequela. No symptoms were reported.

Manufacturer narrative:
Conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.